Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, if vessel size is smaller than the nominal body outer diameter of 8.2mm, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore; on (B)(6) 2022, the patient underwent an endovascular treatment of a proximal type I endoleak and a distal type I endoleak from a non-gore stent graft using gore® tag® conformable thoracic stent grafts with active control system. A gore® dryseal flex introducer sheath was inserted from the right femoral artery. However, there was strong resistance, so pta ballooning was performed, and the sheath was delivered to the terminal aorta. Two gore® tag® conformable thoracic stent grafts with active control system were delivered through the sheath and deployed successfully. The sheath was pulled back to the femoral artery. Then, the angiography was performed to the access vessel, and there was no issue. After closure of the access site, the doppler was performed to confirm the dorsal pedis artery, but the flow was not well. The angiography was performed, and it revealed a dissection from the right common iliac artery to the external iliac artery and the injured intima of the right common femoral artery. A stent was implanted to treat the dissection and the endarterectomy was performed. The physician stated that there was more resistance when the sheath was inserted than expected. Reportedly, the diameter of the access vessel was about 1.5mm smaller than the outer diameter of the sheath.